Event description:
Surgeon removed implant from patient as the result of a clicking and grating sensation in the patient's finger joint. No irregularities noted on implant, and no material found within the joint.